Event description:
It was reported that the catheter was unable to pace from the beginning. Another generator and catheter were used and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
Device not returned.